Manufacturer narrative:
Additional information was reported through the japanese tavi registry by our affiliates in japan. Post tavr procedure, the patient was put under observation with the pericardial drain inserted. Blood transfusion was required during the day. As patient¿s condition was recovering. Considering pre-existing atrial fibrillation, heparin administration was started from postoperative day (pod) 3. Hemothorax was observed on pod 5 and gradually improved by drainage. By pod 9, pericardial drain and chest drain were removed. Respiratory status worsened with pleural effusion increased as of pod 15, chest drain was placed again. As pale-yellow exudative fluid was drained, pleural effusion was judged inflammatory and treated conservatively. The chest drain was removed on pod 20 without further increase of pleural effusion. On pod 23, the patient moved to a general ward in stable general condition. Anticoagulation therapy was started on pod 27, but diffuse cerebral infarction occurred in the afternoon. Imagery taken 90 minutes later showed hemorrhagic transformation and functional restoration could not be expected; thrombolysis and thrombectomy were not adaptive. After conservative management, the patient expired due to brain edema on pod 29. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (afib, advanced age and female gender) and procedural factors (inadequate anticoagulation) above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the annular rupture could not be confirmed, however, patient factors (mild calcification at stj and leaflets and moderate calcification at annulus) may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), post implant of a 23mm sapien 3 valve in the aortic position using transfemoral approach, transthoracic echocardiography showed a pericardial effusion 15 minutes after valve deployment. As blood pressure and pulse pressure gradually decreased, protamine reversal was started. The bleeding site could not be detected by aortography. Pericardiocentesis was performed and the patient¿s blood pressure recovered. Blood gas analysis revealed the drained pericardial effusion was arterial blood. Blood pressure was maintained low for suspected bleeding around the aortic annulus or left ventricle. Left ventriculography at rao direction showed contrast leakage at non-coronary cusp (ncc) side of sov. Approximately 500 ml of pericardial effusion was manually drained. As cardiac tamponade was resolved, the procedure was finished. The patient was put under observation with blood pressure control. The patient¿s annulus was borderline between 23mm and 26mm. A 23 mm sapien 3 valve was selected and deployed with 1 ml more than nominal inflation volume after balloon aortic valvuloplasty (bav). The valve landed in a 90:10 aortic/ventricular position as intended. Per the operator, oozing rupture likely occurred although there was not much leaflet calcification and he chose smaller size valve for the borderline-sized annulus. The patient¿s annular area was 430.0 mm2 and the annular diameter measured 21.0 x 25.9 mm by CT. Diameter of sinotubular junction (stj) and sov was 23.3 mm and 27.0 mm respectively. Calcification degree was mild at stj and leaflets and moderate at annulus.